Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a high impedance alert had triggered on the right ventricular (rv) lead, which occurred the same day as implant. However, there were normal values measured prior to, and following that alert measurement. The right ventricular (rv) lead will be monitored and remains in use. No patient complications have been reported as a result of this event.